Event description:
This is report 2 of 2 for complaint (B)(4).

Event description:
During a procedure on (B)(6) 2013 involving an evaluation ulna osteotomy set, a guide pin became stuck in the block during the surgical procedure. This issue added seven to eight minutes to the procedure time. An alternate sized block was used and the procedure was completed successfully. There was no harm to the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: gender "female" added.